Event description:
It was reported that the insulin pump did not alarm no delivery. The infusion set is kinked, customer stated that she is not getting insulin, the blood glucose reading is getting higher. The blood glucose reading is 406 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.